Manufacturer narrative:
The volume that leaked was approximately five to ten ml, and the fluid was contained within the overpouch. The blue winged tip was reportedly attached but was visibly loose. The reporter stated that no issues were noticed with the device's packaging. The lot was manufactured from december 21, 2015 ¿ december 22, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional leak test was then performed in which the device was filled with colored water, had its luer cap hand tightened, and was monitored until the following day; no signs of a leak were observed from the luer cap during this test. The same test was then performed except the luer cap was not tightened, and a leak was observed approximately five minutes after filling. The leak stopped when the luer cap was tightened. The device was determined to be in specification and conforming as no leak was found during the functional leak test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found leaking from the blue winged cap while still in the overpouch. There was no patient involvement. No additional information is available.